Manufacturer narrative:
Adverse event or problem - date of event: added date of event. (B)(4).

Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that the lots involved in this event met all pre-release specifications. The device remains implanted in the patient. The device catheter was not returned and therefore not available for evaluation.

Event description:
The following was reported to gore: on (B)(6) 2016, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses. On an unknown date in 2016, follow-up imaging at one month revealed a small left renal infarction caused by a detached leading olive in a mid-branch of the left renal artery. The olive separation was not appreciated during the procedure. It is thought that the olive separated from either the plc231000 or the pxc 141400 contralateral leg component catheter, respectively, which were advanced via the right groin. Reportedly, the catheter was advanced outside of the sheath but no resistance was felt and no force was applied during the catheter advancement. The physician stated that the reason behind the olive separation might be related to a bonding issue. The patient was seen in the clinic one week post procedure with a swelling of the right groin in the absence of left loin pain. Reportedly, the patient's renal function was normal the day after the procedure but had not been measured since. By request, it was confirmed that currently, the leading olive still resides in the patient's left kidney but there is no re-intervention scheduled as the olive does not appear to cause any problems.